Manufacturer narrative:
Inratio precision data provided by end-user lot n/a: (in 2007) first test inr = 2.0; (three days later) second test inr = 2.9; mean = 2.45; sd = 0.64; %cv = 26.0%. The %cv is greater than 20%. However, per tr 0150, 3 hrs between two readings is considered a valid comparison. These readings were taken 3 days apart, exceeding the 3 hr time frame. Per internal procedure, the precision passes the criteria for precision. The test is considered valid and no further testing is required at this time.

Event description:
Caller alleged inaccuracy with inratio. Results as follows: (2007) first test inr = 2.0; (three days later) second test inr = 2.9.